Event description:
Customer reported that the up arrow button on the insulin pump in not responding. She stated she woke up at nigh with high blood glucose and when treating with the insulin pump she accidentally delivered a dual insulin bolus as she was unable to move to select a normal bolus. Customer does not recall any significant events leading to the keypad issue. Blood glucose 97 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.